Event description:
It was reported that a large volume folfusor underinfused medication to the patient. It was observed that with one hour left in the therapy time, more than 10% of the medication dose remained within the device and had not been delivered to the patient. This was observed during patient infusion. The device was filled with flucloxacillin 12g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from june 17, 2022 - june 21, 2022. B5: the device was filled with flucloxacillin 12g in 230ml sodium chloride 0.9%. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder suggesting an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.